Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an unusual noise, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver got louder and had a grinding noise while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issue, a grinding sound, was confirmed during investigation testing; however, the driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. The root cause of the reported issue was determined to be the primary motor scotch yoke dowel pin scraping the internal wall of the scotch yoke housing. This issue will continue to be trended and monitored as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4198 follow-up report 1.